Event description:
Storz light cord was in an olympus cystoscope set. The cord is not compatible with the scope. Can be made to fit with an adapter, but temperature is not the same in the light, and patient could potentally be burned. Issue was discovered prior to use in patient and a correct cord was found and used, so no harm.it is imperative that the brand and number on cords be checked when assembling sets - both light cords are grey and look very similar, but are not interchangeable.